Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2012, due to loosening of the tibial plate. Following the revision procedure, patient developed an infection. It is unknown how the patient is being treated for the infection, or if a revision procedure has occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity". This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2012-01420 / 01424).